Manufacturer narrative:
The subject device was not returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure with the subject device at the user facility, the endoscopic image of the subject device was disappeared. The reported phenomenon had occurred in another procedure the day before using the subject device. The sales staff of olympus checked the subject device at the sales office and found that the endoscopic image became abnormal and the error e218 which indicated the subject device was broken occurred after a few moments turned on the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. According to the latest service record of the subject device, the insertion section and the universal cord were replaced on june 16, 2020. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the accidental failure of the imaging unit, the electrical board in the video connector of the subject device, and/or the video system center.